Manufacturer narrative:
The products were evaluated using macroscopic and stereomicroscopic examination. The returned gii tibia base plate and wedge had bone cement well bonded to the grit blasted surface. The tibial tray had scratching on the proximal surface some of which was likely due to extraction. The distal surface of the tray had gouging and damage that was likely caused by the use of a saw to remove the implant. The polyethylene insert had pitting and scratching on the articulating surface. There was scratching observed on both the insert and the tibial baseplate. The exact cause of knee pain could not be ascertained from the information provided. The origin of the metalosis was not apparent from the implants received.

Event description:
It has been reported that revision surgery was performed due to pain. There was metalosis in the joint.